Manufacturer narrative:
If additional information is received a supplemental report will be submitted. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header had completely separated from the pacemaker case. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during a normal device changeout procedure the header of chronic implantable cardioverter defibrillator broke off when the device was removed from the pocket. A new device was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that during a normal device changeout procedure the header of chronic implantable cardioverter defibrillator broke off when the device was removed from the pocket. A new device was successfully implanted and remains in service. No adverse patient effects were reported.